Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 19nov2018. The customer troubleshot with technical support and will reconfigure the lines on the inhalation sol and exhalation sol crossed to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator generated a n "exhalation autozero solenoid cannot open" error code. No patient involvement. The event date was not specified; estimate used.